Manufacturer narrative:
Bd received samples from the customer facility for investigation. A visual/microscopic inspection observed the q-syte top body was separated from the q-syte bottom body at the weld joint. The weld flash at the weld joint which was acceptable per qcpa-13. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. A definite source that caused the q-syte separation between the top and bottom bodies, could not be established based on the evaluation of the used unit. The damage appears to be caused by external forces applied to the unit during usage. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd q-syte¿ luer access split-septum stand-alone device the customer reported the housing was cracked during preparation of use. There was no report of injury or medical intervention.